Event description:
The instrument was fired and its jaws would not release from the tissue. Therefore, another instrument was used to transect the tissue and free the initial instrument from the tissue to complete the case. Prodecure: thoracotomy pt status: no pt injury reported.